Manufacturer narrative:
(B)(4).

Event description:
It was reported that within (B)(6) the pt had missed her refill, and had presented to an ER (emergency room) 3 times. The pt's withdrawal symptoms of tremors, confusion, and increased spasticity/pain initially were initially not recognized at the time if the event; as a result the pt was placed in a nursing home. The pt was noted as now doing well. The drug used in the pump at the time of the event was baclofen. Add'l info will be provided in a f/u report as it becomes available.